Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 20 x 3.00 promus premier stent was implanted to treat the lesion. After deployment, fluoroscopy was performed and it was noted that a non-blood flow limiting vessel dissection occurred proximal to the stent edge. To treat and cover the dissection, the physician then deployed a 3.5x20 promus premier stent and the procedure was completed. No further patient complications were reported and the patient condition after the procedure was stable/doing well.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Promus premier ous mr 20 x 3.00mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage; damage was noted to the mid-section of the stent. The undamaged crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 20 x 3.00 promus premier stent was implanted to treat the lesion. After deployment, fluoroscopy was performed and it was noted that a non-blood flow limiting vessel dissection occurred proximal to the stent edge. To treat and cover the dissection, the physician then deployed a 3.5x20 promus premier stent and the procedure was completed. No further patient complications were reported and the patient condition after the procedure was stable/doing well. It was further reported that no dissection occurred. The stent failed to cross the lesion and was removed without the stent being implanted. However, device analysis completed on 04feb2019 revealed stent damage.